Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrato and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. The customer's blood glucose was 78 mg/dl. Customer also reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.